Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, dealer stating that the auto pulse failed and did not alarm at 5lpm for no breath detected.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that unit does not alarm, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating out of box failure, dealer stating that the auto pulse failed and did not alarm at 5lpm for no breath detected.